Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was incorrect and remained static. There was no reported impact to the customer's blood glucose level. Customer declined to continue troubleshooting with tandem technical support.